Event description:
It was reported that this newly implanted electrode was suspected to have dislodged. Troubleshooting was performed which showed normal measurements and normal sensing. The physician will continue to monitor the patient as the device was performing normally. No changes were made. No adverse patient effects were reported. The electrode remains in service.